Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wires 1 and 2 were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be damage to the catheter tip during removal of the catheter from its packaging.

Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.